Manufacturer narrative:
No complaint received with return of device. Failure event observed during analysis. Final analysis noted that only the connector end of the lead was received. Insulation degradation was noted at 4.5 cm from the connector pin. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.